Event description:
The customer returned the gastroinestinal videoscope to the service center for evaluation related to a separated issue. During testing regional investigation center identified the device had foreign objects on the auxiliary jet channel and nozzle, also c-cover has a burn, there are signs of scorching on the metal tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device; however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, the most probable cause of the complaint for c-cover has a burn, there are signs of scorching on the metal tip is traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.